Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure the physician encountered significant resistance at the hub of the non-penumbra sheath and was unable to advance the cat6 into the hub. Additionally, it was reported that the tip of the cat6 was found to be accordioned upon removal. The cat6 was removed and was not used in the procedure. The procedure was completed using another cat6. There was no report of an adverse effect to the patient.